Event description:
It was reported that the patient presented for an implant procedure on (b)(6) 2026. During a follow-up check the following day, interrogation revealed that the right atrial (RA) lead exhibited loss of capture. Anterior-Posterior (AP) view of the X-ray confirmed that the RA lead had dislodged. The RA lead was subsequently explanted and replaced. The patient remained stable before, during and after the procedure.